Manufacturer narrative:
This report is submitted on june 14, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of internal magnet. The patient underwent a revision surgery to reposition the implant magnet (date not reported).